Manufacturer narrative:
(B)(4). Broken handle, yielded jaw. Additional information was requested and the following was obtained: was a cholangiogram done on this procedure? Unknown the analysis results found that the er320 device was returned with the handles separated and broken causing that the internal components to lose its intended position and making the returned device non functional. Evidences of welding were noted on the handles assembly area. No conclusion could be reached as to what may have caused the finding. Additionally, the top shroud was noted to be broken with 2 clips jammed. It could not be determined what may have caused the condition of the shroud. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the applier fired properly a few times and then jammed. Clips up to that point formed properly per tech. Case completed with another device of the same product code. There were no patient consequences reported.